Manufacturer narrative:
UDI# : (B)(4). It was reported that the articulated arm was stuck between positions 1 and 2 and could not be moved outwards. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the most probable root cause of the event is a shock that off-centered the articulated arm. The support arm was repaired and is fully functional.

Event description:
It was reported that it was impossible extend the articulated arm to the positions 3 and 4 (longest positions). Only the positions 1 and 2 were reachable. Cst and or staff managed to redefine the patient's position in order to be able to use the device with the available positions of the articulated arm. This event caused a delay inferior to 30 minutes and no clinical consequences.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that it was impossible extend the support arm to the positions 3 and 4 (longest positions). Only the positions 1 and 2 were reachable. Cst and or staff managed to redefine the patient's position in order to be able to use the device with the available positions of the support arm. This event caused a delay inferior to 30 minutes and no clinical consequences.